Event description:
It was reported that during implant attempt of the lv (left ventricular) lead, the patient experienced diaphragmatic stimulation. The physician opted to implant a new lead model in a different vein. During implant attempt of the rv (right ventricular) lead, the helix could not advance after 20 turns. Prior to the attempt, the helix tested ok. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.